Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No failed battery alarm, no weak battery alarm and no blank display. Unit received with minor scratched display window. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer was advised to insert new (B)(6) alkaline battery. The customer was advised to ensure the battery is securely fastened and battery slot is aligned horizontally with pump. Customer received weak batter test alarm. The customer was advised that the insulin pump will need to be replaced and revert to a backup plan.